Manufacturer narrative:
Concomitants: 5776071 186-01-56 - integrip cc, cluster 56mm,g3. S008963 180-65-20 - alteon 6.5mm screw, 20mm. S008976 180-65-20 - alteon 6.5mm screw, 20mm. 5523298 190-31-05 - alt ha s clr ext sz 5. 5454141 170-36-03 - biolox delta femoral head 36mm od, +3.5mm. 5701420 101-05-20 - 3.2mm drill bit 20mm 1pk. The product associated with the reported event is within the scope of recall z-1729-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case ¿ USA it was reported that approximately 67 months after a right total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear, minimal pain, osteolysis, polyethylene wear. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available.